Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. The diameter of the proximal non-aneurysmal aortic neck was 19mm and the aneurysm length was 220mm. Implant details and vessel morphology are unknown. The stent graft kinked, therefore the physician implanted a wall graft stent to correct the kink. Final angiography demonstrated a successful outcome with no evidence of endoleak. No clinical sequelae were reported and to be fine post procedure.